Event description:
It was reported the device exhibited error 46828 and error on connection between wireless and device. It was an out of box failure. The product fault occurred upon opening. There was no patient involvement.

Manufacturer narrative:
One device was received with its host solis pump and evaluated together. Evaluation found the failure occurring when the comm module is tested on its host pump with ac power adapter plugged in and the pole mount capture secured to the module or not; however, the failure does not repeat when a known good test solis pump is swapped. Determined the failure was related to the host pump; not the comm module.